Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The 254500545 ¿ attune rp ps artic surf sz5 associated with this report was not returned. Hhe (health hazard evaluation) (B)(4) was revisited in may of 2015 to evaluate balseal disassociation. Hhe/qrb (quality review board) (B)(4) was held on june 1, 2015 and recommends a device correction. A device correction was initiated on june 12, 2015 with the following actions: closely follow IFU (0902-00-836) and inspect trials pre and post-operative for damage/breakage per surgical technique 0612-10-512 (page 51), check for balseal damage, if damage is observed, replace damaged component. Per surgical technique 0612-10-512 (page 53), emphasizing the correct use of the tibial trial extractor (product code 254500138) mandatory sales training by depuy sales consultants.(CAPA (B)(4)). CAPA-(B)(4) determined the likely root cause to be related to misuse. The investigation could not verify or identify any product contribution to the current reported event without the device to examine. Based on the inability to confirm the reported event or draw any conclusions about root cause, the need for corrective action was not indicated. Monitor complaints through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the arctic surf broke during surgery.